Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a hartmans procedure a first time user. The surgeon activated the device three or four time and then burned the bowel. It is unknown if the burn was from the steam or from the device. The area on the bowel was white. The surgeon used suture, because the surgeon felt that the bowel would become necrotic. A competitors device was used to complete the case with no further patient consequence. The device discarded. Additional information has been requested from the surgeon, but nothing has been received to date.